Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was stacking insulin and administered several manual boluses. The customer's blood glucose (bg) level subsequently decreased and displayed as 'low' on the continuous glucose monitor (cgm). The customer became unconscious because of the low bg level and received third party assistance from their son-in-law, who called 911 and provided nasal glucagon to address bg. First responders provided no further assistance and only monitored the customer until their bg stabilized. The customer was educated on insulin ¿stacking¿ and insulin on board.¿